Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the implant procedure, the device was found to have entered backup vvi (bvv) mode. Abbott technical support was contacted and the device was reprogrammed, however, the device again entered bvvi mode 5 minutes afterward. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The pacer was received from the field in normal vvi conditions and battery near beginning of life level. Results from electrical and mechanical evaluation under nominal conditions indicated normal results. The device was monitored with load for several days and results indicated normal battery voltage and current level, and no backup occurred. Despite extensive testing the device did not triggered backup condition. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. The field complaint of backup vvi mode was not confirmed.